Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that a purge malfunction alarm occurred during set up. A new purge set was used to resolve the issue.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b: added explant date. D9: updated devices return status.